Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. Customer is unsure if the insulin pump has the correct settings. Customer's blood glucose was 400mg/dl treated with bolus. Customer declined high blood glucose troubleshooting. The customer was advised to contact health care provider to verify her settings are correct.